Event description:
It is reported, the actual plastic separated and the lumen was open and exposed. Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No, it "blew open" after flushing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.